Event description:
The user facility that the procedure performed was a peripheral intervention of the patients left superficial femoral artery (sfa). The 6fr angio seal was used in the right groin to close an access in the patient's right groin with a 6fr sheath. The angio seal wire was inserted into the existing sheath. Sheath was then removed leaving the wire in place. The angio-seal sheath/arteriotomy locator was advanced over the wire and into the access site. However, the sheath failed to advance fully into the lumen of the artery. The transition point of the sheath would not allow the sheath to fully advance. The angio-seal sheath was then removed from the wire and the original sheath was reinserted to be removed later. No injury occurred to the patient. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. There was no reported blood loss. The event occurred post-treatment.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated and were found to have been kinked at the blood inlet hole. No other damage or issues with the device were identified. Although it was reported that the 'transition point' of the sheath would not allow device advancement, this was unable to be confirmed. No issue was found with the transition point, or distal tip, of the sheath. However, the sheath/locator assembly was found to have been kinked towards the distal tip at the blood inlet hole. It is likely that the damage which was sustained prevented proper advancement of the device into the artery. As a result, the complaint was confirmed for a kinked locator/hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off axis loading during attempted insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).